Manufacturer narrative:
Rods contraindicated for use with other manufacturers components.

Event description:
Revision surgery required to remove broken sea spine pedicle screws used with scient'x rod.